Manufacturer narrative:
Device analysis revealed that the burr was detached from the catheter coil. The burr was not returned for investigation. The catheter handshake connection was connected to a test advancer handshake connection. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was also performed. No issues were noted with the unit handshake connections. There was no evidence of damage to the sheath by the haemostatic valve. The burr has not been accounted for, but the physician reported that "we assured that it did not go into patient body." The device history record review confirms that this device met all material, assembly and performance specifications. The most probable root cause is operational context.

Event description:
Event became reportable based on additional information received 2008. It was reported that during a percutaneous coronary intervention, the burr would not cross the lesion. The physician attempted to use a 1.25mm rotalink burr to cross the lesion in an unspecified vessel, but was unsuccessful. However, a rotalink 1.50 burr used and successfully crossed the lesion. The physician later reported that it was noted that the haemostatic valve was not opened far enough during rotation and as a result, the burr fractured when it reached the valve. Initial visual examination of the returned device revealed that the burr was detached and unaccounted for, however, the physician reported the burr did not detach inside the patient's body. It was noted the patient was "stable" post-procedure.